Event description:
Surgeon explanted the three listed components, along with huge amounts of grey & blue colored granduloma tissue. The inner insert (plastic insert) had "worn through" to the inside metal wall of the 49mm outer shell, I assume creating the debris. The patient's trochanter had a hugh cyst filled with this grey & blue debris and massive bone graft was necessarydevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.